Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: by preparation for surgery, air leakage occurred and balloon could not be inflated. Not used for patient. Used another device.

Manufacturer narrative:
(B) (4).